Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 25 years post implantation due to liner wear. The liner was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6. Visual examination of the provided picture identified a fractured liner covered in bio-debris. No further evaluation could be made from the provided pictures. The complaint was confirmed based on the evaluation of the provided photo. Radiographs were provided and were not reviewed by a health care professional due to a superimposed template obscuring the image, mmi would not be able to provide a complete assessment. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.